Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction visual inspection: the ti locking screw-sterile (p/n: 04.614.508s, lot #: 6l34953) was returned and received at us cq. Upon visual inspection, slight scratches were observed on the device consistent with the device use and no other issues were identified with the returned device. Functional test: the functional test was performed on the returned device. The returned cancellous synapse dia 4 l26 f/r dia 4 tan was assembled with the device and no issue was identified that has caused the complaint condition. The cancellous synapse dia 4 l26 f/r dia 4 tan are being investigated in a different pi. Can the complaint be replicated with the returned device? No complaint confirmed? No, the complaint condition was not able to replicate and the x-rays of the screw being backed out were not provided. Investigation conclusion: the complaint condition was unconfirmed for the ti locking screw-sterile (p/n: 04.614.508s, lot #: 6l34953). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 04.614.508s , lot: 6l34953, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: oct 22, 2019, expiry date: oct 01, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.614.508, lot number: 11l0973 , manufacturing site: monument, release to warehouse date: august 27, 2019. Manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: aug 16, 2019, part number: 04.614.508, ti locking screw, lot number: 11l0973 (non-sterile) , lot quantity: 250. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073160 rev a met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated aug 02, 2019 was reviewed and determined to be conforming. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: component part dhrs were not reviewed as the reported complaint condition of ¿setscrew backed out¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review mar 11, 2020: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp; mnh; mni. Gtin unavailable, product made prior to gtin compliance date. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent the posterior cervical discectomy and fusion procedure at c1-2 for treating atlantoaxial subluxation. On (B)(6) 2020 it was found that the setscrew had backed out. Patient underwent the revision procedure on (B)(6) 2020 to replace the setscrew, the cancellous screw, and the rod. Patient's outcome is reported as sable. No further information is available. Concomitant devices reported: rod (part# 04.615.525s, lot# 4l20230, quantity# 1); .0mm ti cancellous ployaxial screw 26mm for 4.0mm rod (part # 04.615.126s, lot # h705437, quantity 1) ti locking screw (part # 04.614.508s, lot # 6l34953, quantity 1). This report is for one (1) ti locking screw-sterile. This is report 2 of 3 for (B)(4).